Manufacturer narrative:
Through the course of the investigation, which included a review of qc release and manufacturing records, no product problem was identified. The late CT values observed in the data are indicative of samples near or below the limit of detection (lod) of the assay. As the alleged issue went away after pm and decontamination, the cause is most likely related to low level contamination due to handling. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agencys instruction, we hereby submit this MDR. A (B)(6) customer reported generating positive results (either target 1 or target 2) with the cobas 6800/8800 sars-cov-2 test. These samples generated negative results with the genexpert system. The site's procedure is to repeat low positives by another instrument since prevalence of covid for province ((B)(6)) is rare. The site is using the cobas 6800/8800 sars test for screening purposes. The alleged samples are inactivated off-board in a bsl hood where 400 ul of the specimen is pipetted with 200 ul lysis buffer. The retest occurs within the hour and sits in 4c. After performing a decontamination of their cobas 6800/8800 system, the site indicated they were no longer observing these low positive results. No harm or injury was indicated. The negative genexpert results were reported out. The cobas sars-cov-2 for use on the cobas 6800/8800 systems is a real-time rt-pcr test intended for the qualitative detection of nucleic acids from sars-cov-2 in clinician-instructed self-collected nasal swab specimens (collected on site), and clinician-collected nasal, nasopharyngeal and oropharyngeal swab samples from patients with signs and symptoms suggestive of covid-19 (e.g., fever and/or symptoms of acute respiratory illness). The cobas sars-cov-2 can be run with a minimum required sample volume of 0.6ml in the cobas omni secondary tube for specimens collected in copan universal transport medium (utm-rt), b universal viral transport (uvt), cobas pcr media or 0.9% physiological saline. Specimens collected using cobas pcr media uni swab sample kit or cobas pcr media dual swab sample kit can be run in their primary collection tube with a minimum required sample volume of 1.0 ml. The late CT values observed in the provided data are indicative of samples near or below the limit of detection (lod) of the assay. No product problem was identified through the course of the investigation.